Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified minor signs of use. However, no any malfunction including fracture was identified. Product determined to be within design specification. No pre-existing patient condition was noted on the product experience report (per). The reported device was being placed on tooth # 3 when the incident occurred and the implant had been placed for approximately 1 year and 9 months. The reported event could not be recreated due to the nature of the dental device and event (fracture) and malfunction was not identified. X-ray or picture images were not provided. A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the implant fractured and was removed. The reported complaint was not confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant fractured and was removed. The tooth site was grafted.